Manufacturer narrative:
Analysis was able to confirm the epg would not power on. Analysis noted that the main printed circuit board (pcb) was corroded and there was moisture between the keypad window and the display. The epg was full of corrosion and contamination. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. It was recommended that the epg be returned for service. No patient complications have been reported as a result of this event. (B)(6) 2019 it was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.